Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23rd apr 2026, it was reported by an arthrex employee via email that ar-3652sp fbrtak rc tgrtpe wh/blk & sttpe wh/bl batch 15411348 of 1ea tip was bent during implantation. This was detected during an unknown procedure on (B)(6) 2026.